Event description:
A customer reported an issue with their t: slim x2 pump, as its battery would not charge. The pump's history showed a power source alert, identified as alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to try charging the pump by plugging the wall adapter into a working outlet for at least 30 minutes. Upon following this advice, the pump began charging successfully using the original charging supplies, and no further assistance was needed.